Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An x-ray showed a right ventricular (rv) lead fracture due to trauma. The wave logic feature was programmed off, and the rv lead was removed and replaced. The atrial lead "remains in situ," and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead was ¿broken,¿ the lead displayed high impedance, noise, and no capture. It was also reported the atrial lead displayed noise and there was one incident where the device recorded the noise as an atrial tachycardia/atrial fibrillation episode. The device and leads remain in use and no patient complications have been reported as a result of this event.